Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. A CT scan confirmed the migration. The recipient presented with no sound perception on several electrodes. Programming adjustments were made; however, the issue did not resolve. The recipient device was repositioned on, (B)(6) 2026.